Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on-site and replaced the e-100 generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The e-100 was analyzed, and the complaint was not confirmed based on failure analysis. This unit was installed onto the test system, and it worked fine with the vessel seal extend (vse) instrument installed. The vse instrument was used with a saline dipped gauze in the jaws a fire yellow pedal/sync activations cut/sealed about 100 times and e-100 worked fine without any issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the vessel sealer extend (vse) was not working with the e-100. It was noted that the instrument port led on the e-100 was white. The customer tried power cycling the e-100 with no change. The customer then moved the vessel sealer extend (vse) down to the erbe generator and it was working as expected. The issue was ongoing. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vse was not recognized in the e-100. E-100 functionality was unable to be recovered. The procedure was completed with the erbe.